Event description:
The tip of the drill bit-2.3 approximately 25mm broke off while in use. The broken piece intentionally left in the patient left elbow. Per md the risk of retrieving the broken tip is greater.